Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the act button of the insulin pump was not responding. Customer stated that the insulin pump was not dropped or bumped. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed.